Event description:
This is filed to report a gripper actuation issue and a broken gripper line. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a rotated heart, and an anterior flail. An xtw clip was inserted and grasping was performed. However, it was observed one of the grippers was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. While outside the anatomy, it was observed the gripper line was broken. Due to the patient anatomy, the physician decided to discontinue the procedure. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation - single) associated with the inability to lower a gripper appears to be due to the gripper line break. Without the device to analyze, the cause of the reported break (gripper line - actuation) associated with the broken gripper line could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.